Event description:
It was reported the patient developed two hematomas, a pocket infection, and there was pocket erosion. Debridement was performed and the device was repositioned. The implantable cardioverter defibrillator (ICD) system was explanted and replaced. The patient is part of the product surveillance registry study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4194, implantable pacing lead, (B)(6) 2009; 6947, implantable tachy lead, (B)(6) 2009. (B)(4).